Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) was within range on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample and reagent syringes, wash blocks, pump rotating piston and base pump. The cse performed all aspiration and dispense checks to ensure the volumes are as expected. The cse performed sample and reagent probe alignments. The cse primed the system. The customer ran qc and performed patient testing to verify the system's performance. The customer ran patient samples for hcg, resulting satisfactory. The cause for the imprecise total hcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise total human chorionic gonadotropin (total hcg) results were obtained on a patient sample upon initial and repeat testing on an advia centaur cp instrument. The sample was initially run neat, resulting greater than the analytical measurement range. The system automatically performed a 1:5 dilution of the sample, which gave a flagged "error" message, indicative of result >5000 miu/ml. The customer performed an automated 1:10 dilution, resulting lower than the neat result. The customer then performed a 1:100 and 1:200 dilutions, resulting higher each time. The customer reran all three dilutions. The 1:10 dilution gave a flagged error message, while 1:100 and 1:200 dilutions resulted higher. None of the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise, total hcg results.